Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection found a slightly necked down conductor coil at distal end of terminal pin. Laboratory analysis was unable to conclusively determine the root cause of the reported allegation from the field.

Event description:
It was reported that this right atrial (ra) lead was revised due to an unknown reason. A surgical intervention was performed, and the lead was removed and replaced. The lead was returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been returned to boston scientific. Analysis will be performed and this report would be updated at that time, should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was revised due to an unknown reason. A surgical intervention was performed, and the lead was removed and replaced. No additional adverse patient effects were reported.